Manufacturer narrative:
System analysis/service repair: the device was evaluated in the field on september 22, 2016. The reported issue was confirmed and determined to be the result of a faulty autovolt voltage select board (vsb). The vsb was replaced; the system tested and verified to specification.

Event description:
It was reported that when beginning a prostate procedure, the laser was booted up and ready to go for the procedure; the doctor was running late so the technician powered off the laser. There was a power surge in the o.r. And when the procedure was ready to go and the technician tried to turn the laser system on, the system did not power on. Tech then power cycled the laser, unplugged laser from the wall, plugged it back in, turned the breaker on and turned key switch on; he could hear the fan going on but the system did not come up. The procedure was switched to an alternate procedure (turp) and was completed. There was no injury to patient reported.